Event description:
Per the clinic, the device was explanted on september 27, 2022, due to an extrusion. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on october 25, 2022.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported). This report is submitted on march 07, 2023.